Event description:
It was reported that the patient's received a message stating the ipg has reached its end of life.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Per the additional information received, it was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this device/event is no longer reportable.

Event description:
Additional information received indicates that the patient last had therapy in 2022.